Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to concomitant medical products, PMA/510k and if follow-up, what type, and device evaluated by MFR .  The device was not returned for evaluation as it was discarded by the site. No photographs, videos, or imagery were provided for review. Device history records (DHR) review did not reveal any issues that could have contributed to this complaint event. A review of lot history for the related work order revealed no other complaints for balloon leakage. The applicable trend category was reviewed and determined not to be over june 2019 control limits. Trending will continue to be monitored. The delivery system IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing on a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon leakage was unable to be confirmed as no device and no relevant photographs, videos, or imagery were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Although vessel information was not provided, it is possible that tortuosity was present in the patient¿s vasculature. Performing valve alignment in a tortuous anatomy (non-straight section of the aorta) can cause the thv to unseat (noncoaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, resulting in high valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. It is possible that additional device manipulation was used to counter the high valve alignment forces from valve diving in order to achieve the final valve alignment position. This may have subsequently caused the valve struts to puncture the balloon or weaken the integrity of the balloon resulting in a hole during inflation. As such, it is possible that patient (tortuosity) and/or procedural (valve alignment not performed in straight section of aorta) factors contributed to the reported events. However, a definitive root cause was unable to be determined. Since no product non-conformances or labeling/IFU deficiencies were identified during this investigation, and the occurrence rate did not exceed the complaint control limit, neither a product risk assessment, nor corrective or preventative action is required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 29 mm commander delivery system balloon would not fully inflate upon valve deployment during the transfemoral aortic procedure.  The physician team quickly added more contrast medium to the atrion and attempted to re-inflate the commander balloon which resulted in ¿the valve be slightly more deployed¿. The team continued to pace the patient during these attempts to both secure the valve and have the valve functioning. The patient remained hemodynamically stable and the delivery system was removed. The valve was further expanded with a 26 mm true balloon. Upon examination of the commander delivery system when it was removed there was a circular hole approximately 1/3 of the way down from the proximal portion of the balloon. The post deployment mean gradient was 10 mmhg, no pvl and no central leak.  Patient was hemodynamically stable.